Event description:
The customer reported that the system would not complete boot up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit breaker on the system was found open and reseated. The system was tested and found to be working as intended and returned to service.